Manufacturer narrative:
It was reported that the stent was implanted on duodenum of the patient, and stent fracture was found and only a distal side of the stent could not be removed. The chemotherapy (abraxane+gemzar) was started and the stent fell into small intestine as the stenosis was released by conducting the chemotherapy. The remaining ddt2212 was removed by using forceps laparoscopically. Also, it was reported that there were no patient complications as a result of this event. It was successfully passed in the criteria of manufacturing and inspection as a result of confirmation of device history record for the relevant product. Duodenal structure where stent was implanted is curvy. Stent can be pressured due to patient's lesion status. Fracture can be occurred by other company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. Stent might be pressured and fractured due to patient's lesion. However, it is hard to find out exact root cause for this complaint because the suspected device was not returned as discarding by the hospital after the removal the stent, and it is difficult to reconstruct the situation at the time of procedure with limited information. Since there was no problem at device history record, it is difficult to judge as fracture caused by device malfunction. It is considered that stent fracture occurred due to patient's lesion. This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
(B)(6)2016: ddt2212 was applied to duodenum. (B)(6)2017: stent fracture was found and only a distal side of the stent could not be removed. Dct2012bp was added over the remaining stent and chemotherapy was started. (Abraxane+gemzar). (B)(6)2017: it was found that the stent fell into small intestine as the stenosis was released thanks to the chemotherapy. Balloon was used to move the stent to around sigmoid colon and then only inner stent (dct2012bp) was removed. The remaining ddt2212 was removed by pulling with straight grasping forceps laparoscopically. Comment from doctor: if chemotherapeutic prognosis is common in the future, this case could occur as well. Then it would be better to have a method for removing stent safely, specify where to hold to remove, and any advice for removal. There were no patient complications as a result of this event.